Event description:
Customer reportedly obtained results of 254mg/dl, 110mg/dl, and 114mg/dl on the aviva test system within 10 minutes. No action was taken based on device results. No adverse event reported. Information suggest comparison performed in the home. Requested return of suspect test system and replacement was sent.